Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while the customer was charging the pump. After charging for additional time, battery was successfully charged. Customer's blood glucose was 79 mg/dl.